Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional of a clinical study that reported the patient had inflammatory syndrome at the neurostimulator which had begun on (B)(6) 2014. There was no fever. Patient had examinations on (B)(6) 2014, and (B)(6) 2015. Interventions required included in-patient hospitalization and the neurostimulator was explanted and not replaced on (B)(6) 2015. The extensions were explanted and not replaced on (B)(6) 2015. The issue was resolved. This was related to the procedure. Patient¿s medical history included depression, parkinson¿s disease, and bipolar disorder. An implant was planned in the near future.

Event description:
Information received via a healthcare professional from a clinical study reported etiology was noted as surgery/anesthesia.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported event onset date was updated to (B)(6) 2014. Laboratory testing was performed on (B)(6) 2015 which had shown an abnormal result, presence of some staphylococcus epidermidis. Inflammation was related to an infection. The bacteriological analysis of the neurostimulator was done on (B)(6) 2015 and had shown presence of staphylococcus epidermidis. No other intervention was done. The patient would be normally re-implanted but no date was set. The patient had not been seen since the device was explanted.